Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-feb-26, information was received from a patient receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain. On (B)(6) 2018, the patient called in to review magnetic resonance imaging (MRI) compatibility guidelines. The patient indicated they needed an MRI of their back because of back pain which was indicated to have begun on (B)(6) 2017. The patient indicated their pain had not improved and their pain has "gotten way worse" and they could not locate the problem so they were going to perform an MRI. The patient was suffering in agony. The patient stated, "the pump is a piece of garbage". The patient stated they did not know if the procedure was due to a problem with the device or therapy.